Event description:
It was later reported that the patient had the catheter replaced due to a crack in it and the patient ¿wasn't having great tone control¿. It was also reported that the catheter had a break/tear/hole near the anchoring tab. An x-ray of the pump had been performed on (B)(6) 2012 and a break in the catheter was found. A revision was performed on (B)(6) 2012. The patient experienced poor tone control but no withdrawal symptoms. The patient required hospitalization.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis of the catheter found that the catheter's body was broken. The distal end of the catheter segment had a slight jagged look to it along with a slightly oval shape when viewed in cross section. This indicated that the catheter was compressed at this area and most likely broke at this point.

Event description:
It was reported that the patient's catheter was replaced due to a break, tear or hole. It was indicated that there was no patient injury and the patient recovered without sequela. There was no trouble-shooting performed. The drug delivered via pump was lioresal.